Event description:
It was reported that, "four weeks following implantation, plate broke at fracture site. Surgeon felt that at four weeks, the plate should have not failed and would like the metal tested for abnormalities.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.